Event description:
The pump was returned for investigation. Investigation revealed contamination under all button contacts and the bolus button is intermittently responsive. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the bolus button is intermittently responsive and the contrast button is completely unresponsive. There was evidence of keypad contamination found under all key contacts. Investigation revealed that the keypad was torn off over the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The contrast button contact is missing, and there is liquid contamination on the bolus button contact. Unrelated to the keypad button issue, evaluation revealed a cracked battery compartment and faded display, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).